Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, and discomfort. Update 7/1/15-pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicates a pinnacle cup was implanted, but according to the sticker sheet it a competitor cup, liner, and screw implanted. The revision operative note indicates corrosion. The part/lot is being updated. The unknown liner is being changed to a stem. Update 12/22/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, popping, increased chromium and cobalt >100 after revision surgery (B)(6) 2014, unable to climb stairs, limit mobility, recurring infections, 4 surgeries in one year and 10% toe touch weight bearing. Medical records reported popping, grinding, "ratcheting" sensation, with significant corrosion and pitting of trunion , gray joint fluid and blackened burs and soft tissue at the (B)(6) 2014 revision. Medical records also reported patient was revised on (B)(6) 2015 for infection (B)(4) will be updated for this revision that included depuy components. The medical records then reported patient was revised again on (B)(6) 2015 for a recurrent infection with large amounts of fibrinous exudate and a new complaint will be completed for this revision. Update 8/23/16- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation update ad 8 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant record. Ppf alleges metallosis and metal wear. Doi: (B)(6) 2010 - dor: (B)(6) 2014, (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.